Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during procedure. There was no known patient impact, no known delay, no known medical intervention, and no known adverse consequences.

Manufacturer narrative:
H6, results code and conclusion code corrected. After investigation and further information about this event, this device is a concomitant device and is listed as concomitant on MDR 0001811755-2020-00681.